Event description:
Reportedly, an emergency follow-up was necessary due to an inappropriate shock therapy. During the follow-up, review of the device memory revealed noise oversensing since (B)(6) 2016. Please note that this patient has an old isoline lead (capped and leaved in place).